Event description:
Customer reportedly received results of 348 mg/dl and 170 mg/dl within 10 minutes on the aviva system. Customer took byetta based on result of 348 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.